Event description:
The valve was explanted and replaced with a 25 mm inspiris resilia valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings and additional information received. Sections b5, d6, g6, h2, h6 (health effect - impact code, type of investigation, investigation findings, investigation conclusions), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for stenosis was unable to be confirmed due to unavailability of a returned device, relevant imagery, or relevant medical records. Available information suggests that patient factors (like progression of the disease process), may have contributed to the event. As noted, the patient has history of aortic stenosis, hyperlipidemia, and diabetes mellitus type 2. Patients with these comorbidities are known to have an increased risk of developing aortic stenosis. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the field clinical specialist, approximately 3 years and 7 months after a transfemoral tavr procedure with a 26 mm sapien 3 ultra valve in a surgical aortic bioprosthesis, the patient presented with shortness of breath. The valve exhibited stenosis with a valve area index of 0.7cm2, mean gradient of 42 mmhg, and a peak gradient of 63.04 mmhg. A valve in valve is to be scheduled for an unknown date.

Manufacturer narrative:
Investigation is ongoing.